Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received reliability laboratory technician e3-not applicable. Jude medical crmd reliability laboratory no complaint was received with the return of the device. Failure (event) observed during analysis. A partial lead was returned for evaluation. An outer insulation abrasion was observed at 16.3 cm to 16.8 cm from the pins over the ring cable lumen. The abraasion was caused by friction to the ICD can. The etfe insulation of the ring cables were not abraded.

Event description:
This report is to advise of an event observed during analysis.